Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia after restarting therapy following a pump hiatus, with blood glucose around 350 mg/dl despite approximately 25 units delivered and no occlusion or delivery alerts; the user was utilizing a contact detach infusion set and reported frequent use of the same site with firmness suggestive of scar tissue. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting, including guidance on potential site occlusion without system alerts, instruction on options to fill tubing versus performing a site change, and a plan to change the infusion site upon returning home with follow-up arranged. Investigation included phone-based troubleshooting and education. Investigation of this case revealed that insulin delivery into compromised tissue was suspected due to repeated site use and firmness, consistent with flow obstruction at the infusion site without device alarms, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.